Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 30 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning properly. The following information was provided by the initial reporter: material no: 320122 batch no: 8205946 consumer reported needle clog during injection, stated that there are at least 20-30 pen needles in the box that does not work, insulin does not come through the needles. Consumer said she primes only once every time she uses a new pen and does not re-use needles, occurrence date is unknown. Consumer also mentioned that the problem occurred with other boxes, same product, lot #s are unavailable. Consumer gave lot # 8205946 for current box, product # 320122, exp 08-31-2023.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning properly. The following information was provided by the initial reporter: material no: 320122, batch no: 8205946. Consumer reported needle clog during injection, stated that there are at least 20-30 pen needles in the box that does not work, insulin does not come through the needles. Consumer said she primes only once every time she uses a new pen and does not re-use needles, occurrence date is unknown. Consumer also mentioned that the problem occurred with other boxes, same product, lot #s are unavailable. Consumer gave lot # 8205946 for current box, product # 320122, exp 08-31-2023.